Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer's blood glucose value was over 400 mg/dl at the time of the incident. Customer stated that the tubing was clamped so it was not giving insulin and had insulin flow block alarm. Customer was unable to troubleshoot at the time of call or past was resolved by complete set change. It was unknown that auto mode feature was active or not at the time of event. The device will not be returned for analysis.